Event description:
The customer stated that on one occasion, he tested his blood glucose using his contour meter and received a reading of 108 mg/dl. The customer was taken to the hospital where his blood glucose was tested at 31 mg/dl. The customer was treated with glucose. The customer returned his test strips for eval. Replacement test strips and a new meter were sent to the customer.